Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image and cracked camera was confirmed. The device evaluation found no image with an unrecoverable error code. The evaluation also found the following non-reportable findings: image oes adapter red crack/light guide breakage, no scope identification data transmission, air/water leak from instrument channel, minor scratches on the distal end, minor scratches on ultrasonic transducer, crack on bending section cover glue, forceps passage problem due to instrument channel leaking, switch 1 ¿ switch 4 were not working, fluid invasion to bending section, bad ultrasound electrical insulation due to fluid invasion, and low angulation upward/downward. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had no image and the camera was cracked. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code displayed on screen was confirmed. However, no specific cause could be determined. Olympus will continue to monitor field performance for this device.